Event description:
The complainant reported that an enteral feeding device was placed in 2006. At an unknown subsequent date, the device migrated into the peritoneal cavity and was removed surgically.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. A device history review of the two lots shipped to this customer has revealed no anomalies.